Event description:
Pt uses custom hypeflex trachs. Pt has received 3 defective trachs. 10/7/96: notified of defective trach by pt's mom. The 15mm et adapter was too small (i.d.). The obturator would not fit through the tube. Trach was returned to the MFR and replaced. 11/19/96: notified of 2nd trach with identical problem. This was also returned to MFR and replaced. 3/3/97: notified of 3rd trach with identical problem only this time it went unnoticed because a smaller obturator was packaged with it. This trach was used by pt and caused problems. 3/17/97: notified MFR of 3rd trach. MFR requested this report be filed. No return auth. Was issued.